Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed to open when trying to issue medication. A technical support specialist restarted the application and the machine and asked the user to attempt the transaction again; however, the issue persisted. Verified that there was no production issue and checked medbank myqlink (mql), which showed zero quantity on hand, while user reported that three units were physically present in the cabinet. Requested to perform a cycle count, during which the door opened successfully. When the user attempted to issue the medication again, the door did not open, restarted the machine, after which another user was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the door did not open when attempting to issue medication. The issue occurred while attempting to issue fluconazole 150mg tab to a patient. The door failed to open, preventing medication dispensing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.